Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with a pacemaker exhibiting episodes of noise. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.